Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a diaphyseal humeral fractures surgical procedure, it was discovered that the drill bit device of the radiolucent drive started idling upon breaking through the median cortex of the patient`s humerus. According to the reporter, the idling happened at all three holes for the distal locking. The reporter indicated that the surgeon continued the surgery by a free-hand drilling method and completed the surgery. The reporter indicated that the drill bit device did not spin, but the device emitted the working sound. According to the reporter, there were no issues alleged against the drill bit device. There was a twenty minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number was unknown. Upon receipt of the device, the serial number was identified as (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was missing some pins. It was further determined that evidence suggested that the pins were not assembled during the last repair. The assignable root cause was determined to be due to improper repair. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as jun 19, 1998. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.